Event description:
Patient notified initial reporter that the new sets are infusing medicine (gammagard) faster. Patient was a new infusion patient (7th infusion) and used a different set prior to event. Patient experienced shortness of breath and pause infusion for one hour. Patient completed infusion without incident then went to an emergency room for monitoring. No further problems were noted by patient. Patient indicated that doctor told patient to discontinue using set. Patient no longer uses this product. Attempts to confirm doctor's recommendation to discontinue the set, obtain a discharge plan, or obtain additional information have been unsuccessful.

Manufacturer narrative:
A review of the manufacturer's 2014-2015 complaint files identified this event as reportable 06/23/2015.